Event description:
An 8.0mm diameter x 40mm length medtronic ave flexible biliary stent was inserted into an undisclosed artery. It was not possible to cross the target lesion, therefore, the stent and delivery system were pulled back into the tip of the guide catheter, where it caused the stent to dislodge from the stent delivery system balloon. The dislodged stent was successfully removed from the artery by surgical intervention. The physician did not follow the instructions for removal of an undeployed stent when the stent was pulled into guide catheter while still engaged in the artery. There was no add'l clinical sequelae reported relative to the event.